Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2025, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 20-feb-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving fentanyl (2000.0 mcg/ml at 944.3 mcg/day) and bupivacaine (20.0 mg/ml at 9.443 mg/ml) via an implantable pump. The patient¿s medical history included intractable chronic low back pain following a motorcycle accident, secondary lumbar radiculopathy, and opioid dependence. The pain was located in the lower back on both sides. The pain has been severe and refractory to conservative care which included medication management with nerve stabilizing meds and spinal injections. Past surgical history included cholecystectomy and partial hysterectomy. It was reported that the pump was implanted into the buttock pocket site, and the catheter tip was at t7. The patient was seen by the healthcare provider for an evaluation in addition to a pump reprogramming for ongoing evaluation of other pain related issues such as psychosocial and emotional adjustment, the need for oral medication (monitoring, additional, or adjustment), and evaluation of functional ability.  As of (B)(6) 2025, the pain int ensity was at a level of 7 out of 10 and was constant.  The patient had changes to sleep patterns and admitted to constipation, urinary difficulties, nausea, pain at the pocket site, excessive sweating, and excessive drowsiness. Because the patient had significant pain, they were given a single bolus of fentanyl citrate 4864.5001 mcg and bupivacaine hcl 48.645 mg to be delivered over 10080 minutes. Regarding the pump medications, they decreased the fentanyl citrate from 944.3 mcg/day to 444 mcg/day and bupivacaine hcl from 9.443 mg/day to 4.44 mg/day. It was noted that previously the patient reported intermittent shooting pain at the pump site when there is pressure against the pump site. The pain was not constant and only mainly affected them when lying on the pump at night.  It was further reported that the patient had experienced good pain relief until they had a trigger point injection (tpi) around the pump pocket on (B)(6) 2025.  Immediately after the tpi was completed, the patient was symptomatic regarding temporary lower body numbness. The patient developed numbness from the right buttock around the whole abdominal area following tpi. The patient was monitored in the office for approximately 30 minutes until they felt better. The patient indicated whole body skin itching while waiting in the office after their tpi. The patient requested to undue all the pump dose adjustment due to skin itching.  The patient then went through some period of withdrawal-like symptoms shortly after this event. Withdrawal symptoms such as restless legs, chills, insomnia, and return of chronic pain occurred until (B)(6) 2025.  The withdrawal symptoms improved after starting oxycodone 5 mg up to 3 times per day. Instead of consistent withdrawal symptoms from (B)(6) 2025, the patient only had intermittent withdrawal symptoms. The patient reported urine urgency and denied burning. A catheter dye study was performed on (B)(6) 2025 and results came back normal.  Despite a normal catheter dye study, the patient recommended a catheter revision due to severe withdrawal symptoms and concern for potential damage to the catheter.  The physician had recommended tapering down the pump dose to prepare for the catheter revision. They removed all the flex boluses into simple continuous (sc) dose and started a two-step weaning with decreasing fentanyl 250 mcg on (B)(6) 2025 and in one week from there.  The patient was prescribed gabapentin 300 mg up to 3 times per day with ¿#45¿ for 15 days for restless leg but the patient never started it due to previous side effects from gabapentin.  The patient reported trazodone 50 mg, up to 1 to 2 tablets at bedtime did help her insomnia. The patient was prescribed oxycodone 5 mg up to 3 times per day as needed for withdrawal symptoms. Prior to (B)(6) 2025, the patient reported good pain relief from pump therapy and was not on any oral opioids.  The patient continued to have symptoms, so they replaced the pump segment of the catheter on (B)(6) 2025. Pre-procedure the patient reported a 4/10 level of pain. During the procedure the physician clamped the end of the catheter to prevent the flow of any fluid from the pump and injected the catheter access port, and no fluid could be seen leaking from the catheter. Once the clamp was removed, fluid could be seen flowing from the cut end of the catheter. There were no visual signs of a puncture hole or leaking around the system. It was reported that given the fully functional intrathecal segment that could not have been damaged by the prior procedure (tpi), the physician elected to replace the pump and a portion of the spinal catheter.  They also cut the catheter 2 cm below the anchor and removed a portion of the spinal segment. The pump was set to a continuous infusion dose. They were to bolus the catheter in post-anesthesia care unit (pacu) prior to patient discharge.   The issue was resolved.  The patient was without injury regarding their status as of (B)(6) 2025.  The catheter was returned to the manufacturer for analysis on a suspected puncture from a 27-gauge needle.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative who reported that the pump was not replaced during the procedure. Only the pump segment of the catheter was replaced.

Manufacturer narrative:
H3. Analysis identified a hole in the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.